Event description:
Pt undergoing pericardiocentesis. First stick penetrated right ventricle leading to cardiac tamponade, deterioration of pt, and operative repair. Pt died following operative repair.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: incorrect technique/procedure, inherent risk of procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, inserviced by other facility staff. The device was destroyed/disposed of.